Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing a burning sensation and that the ipg was floating around quite a bit. It was confirmed that the ipg showed proper location upon palpation. The patient began vomiting from pain at the ipg and lead sites. The patient went to the emergency room and was administered pain medication. The pain was kept under control and the patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient confirmed that valium was prescribed for muscle spasms. No other information can be obtained for the name, number and address of the physician who prescribed valium.

Event description:
A report was received that the patient was experiencing a burning sensation and that the ipg was floating around quite a bit. It was confirmed that the ipg showed proper location upon palpation. The patient began vomiting from pain at the ipg and lead sites. The patient went to the emergency room and was administered pain medication. The pain was kept under control and the patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that upon follow up, the patient stated that she was not given pain medication but instead she was given valium.

Event description:
A report was received that the patient was experiencing a burning sensation and that the ipg was floating around quite a bit. It was confirmed that the ipg showed proper location upon palpation. The patient began vomiting from pain at the ipg and lead sites. The patient went to the emergency room and was administered pain medication. The pain was kept under control and the patient was reportedly doing well.